Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ablation procedure, burned tumors did not reach the tumor burning temperature. After 2 injections (every 12 minutes), they have checked the temperature of the tissue at 50° celsius. The procedure was extended for more than thirty minutes. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. The device lesioned normally. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ablation procedure, burned tumors did not reach the tumor burning temperature. After 2 injections (every 12 minutes), they have checked the temperature at the tissue at 50° celsius. The procedure was extended for more than thirty minutes. They used another like device to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ablation procedure, burned tumors did not reach the tumor burning temperature. After 2 injections (every 12 minutes), they have checked the temperature at the tissue at 50° celsius. The procedure was extended for more than thirty minutes. They used another like device to complete the procedure. There was no patient injury.